Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 484mg/dl. Customer was treated with intravenous saline and insulin. The customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. Reportedly, multiple malfunction alarms occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.